Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. Customer just received a new replacement pump and when she goes to prime the tubing, she receives a no delivery alarm. Customer stated that it was why her blood glucose was high. Customer has already changed the set 3 times. Customer treated her high blood glucose with an insulin pen. Customer is feeling ok to troubleshoot. Customer stated that the insulin does not exit with the plunger. Customer was advised to try a different infusion set and customer stated that drops were coming out but now she is unable to get out of the hold act to prime tubing loop. Customer was advised that replacements will be sent.